Event description:
It was reported, that the device tube was bent to one side. The event occurred upon opening at the patient's home. There was no medical intervention required. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3:. Reason device not evaluated by mfg: other. Device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A visual inspection by the unaided eye under normal plant lighting confirmed that the shaft was skewed slightly to the right. Cause not established. A device history record could not be completed as no lot number was received. A quality alert was issued to heighten awareness of the issue to the custom lab operators and quality inspectors.